Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6068-90r quickpass lasso would not deploy wire. This occurred during use in a case with no patient effect. This case was completed by new product of same product number.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when engaging the wheel.